Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient was unable to place the ipg into surgery mode prior to an unrelated emergency surgery where electrocautery was utilized, and then the ipg was unable to communicate with external devices. As a result, the physician explanted and replaced the patient¿s ipg, and therapy was restored.